Event description:
During a phacoemulsification procedure the system reportedly did not work in the vitrectomy mode. The surgeon discontinued the procedure and the pt was rescheduled for a second surgery to remove the remainder of the lens. The second surgery was uneventful and the doctor is satisfied with the pt's progress.